Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2022 surgeon put right distal radius plate on left wrist. No issue with plate. Surgeon happy with results and aware of plate side. Procedure was completed without any surgical delay. Patient status unknown. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown; quantity: unknown) this complaint involves one(1) device 2.4 va 2-clmn vlr drp 7h hd/5h sft/rt. This is report 1 of 1 for complaint (B)(4).